Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The date entered in ¿date received by manufacturer¿ (g4) in the initial report was incorrect. For the correct date see section g4 of this report. The event description was updated. The correct information has been provided with this report.

Event description:
It was reported via phone call, that the customer was not in auto mode.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose level. Customer¿s blood glucose value at the time of incident was 600 mg/dl at the time of incident and the current blood glucose level was 102 mg/dl. The customer stated that upon insertion of the sensor the site bled. Customer declined troubleshooting fort high blood glucose event. Customer did not experience any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.